Event description:
It is reported that the drill bit fractured in the glenoid and remains in the pt's bone.

Manufacturer narrative:
Eval summary: the breakage may have been caused due to application of high torque along with bending/deflection during its use. The exact cause analysis cannot be determined with certainty. Eval codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.